Event description:
Abbott diabetes care received a medwatch report which reported the following information: a consumer complaint coordinator for the u.s. Food and drug administration covering the state of new jersey reported on behalf of a customer who reported sensor error messages while using adc devices as well as the adc reader not capturing the sensor. Per the report: freestyle libre 2 sensors ¿ error messages ¿sensor failure/replace sensor¿ also sensors not being recorded." There was no third-party treatment reported. No contact information was provided to adc, therefore adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The consumer reported issues with 3 freestyle libre 2 sensors, and 1 freestyle libre 2 reader, all with unknown serial numbers. This report covers all 4 devices. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.